Event description:
The customer reported that on (B)(6) 2011 the door of a tj25 centrifuge opened while the rotor was still spinning. There was no personnel contact with the rotor. Instrument "board for lid control defective" and "rotor identification not possible" error messages were displayed during the event. The operator attempted to clear the error messages by modifying the run parameters and powering off the instrument. During instrument troubleshooting the operator observed a bright blue spark, and a small amount of smoke coming from the door latch area. A fire extinguisher was not required and the fire department was not called. No one required medical treatment in association with this event. There were no deaths or serious injuries associated with this event. No patient results were associated with this event.

Manufacturer narrative:
Service was not dispatched for this event as the customer declined service. The instrument involved in this event is not classified as a medical device by the food & drug administration. However, the allegra 25r instruments commercialized by beckman coulter inc. Are physically identical to the tj-25 instrument identified in this event. The tj-25/allegra 25r equivalent is: allegra 25r centrifuge, 208v, 60hz product code 369434. This device possesses a product classifications of jqc, centrifuges (micro, ultra, refrigerated) for clinical use and is a 510k class I exempt device.